Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the device was unresponsive to engagement of the power button after the pm pcba was installed. The asp determined the pm pcba was not functional. The asp verified there was no negative impact to a patient resulting from this issue. The asp installed another pm pcba for resolution. The device was operational and returned to service after repairs were completed.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer reporting the power management (pm) printed circuit board assembly (pcba) required for a field change order (fco) on the v60 ventilator was defective on arrival (defoa). The device was not in clinical use since fco service activity is implemented by a philips authorized service provider (asp), therefore, and any issue would be discovered prior to returning the device to the customer for clinical use. However, the customer alleges there was disruption to clinical workflow, resulting in diagnosis and treatment delays. The device would not start normally after the pm pcba was installed.